Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of a model z9002, 20.0 diopter intraocular lens (iol), when being inserted into the eye, came off. The trailing haptic got caught and stayed in the cartridge as the lens was placed in the eye. There was an incision enlargement and sutures. Doctor used the back up lens and the surgery went well with no patient injury reported.

Manufacturer narrative:
The packaging box was received. The package inside had a cartridge with an empty lens case and a detached haptic. No lens was received. The cartridge received was observed with scarce number of viscoelastic residues just in the cartridge tube. Since a haptic was received detached the complaint haptic detached was verified, although is unknown if the haptic was from the lens because it was not received. The stuck in cartridge complaint was not verified. The manufacturing purchase orders were evaluated, and the devices were manufactured within specifications. No non- conformance reports were found. The units were released according to specification. Complaint history review was performed and it revealed that no other complaint has been received for this production order number. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. As a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.